Manufacturer narrative:
The claimed issue was related to the unresponsive compressor. The device failed to meet its specifications. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the transformer was defective. The user contacted a third-party company to repair the device. Based on prior investigations, it was concluded that the transformer was defective due to disconnection of the thermal fuses caused by damage of the epoxy sealant near the lead exit point. Corrective actions to correct the verified issue were implemented during week 51, 2019. The root cause was traced to the manufacturing process at the supplier's site. H3 other text : 4112.

Event description:
It was reported that the compressor was unresponsive. There was no patient harm reported. Manufacturer's ref. #: (B)(4).